Manufacturer narrative:
Imdrf device code a0205 captures the reportable event of packaging damaged.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was prepared for use in a procedure on (B)(6) 2023. During unboxing and preparation, it was noticed that the device package and label were damaged. A photo was submitted by the customer showing the packaging of the device having some blisters and torn documentation stickers. It was reported that the outside shipping box was in fine condition. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.